Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into an off-label insertion site. On 06/06/2026, it was reported that the patient was using an omnipod 5 pump at the time of the event. On an unspecified date, the patient reported developing an infection at a previous sensor needle puncture site. The patient consulted a physician, who evaluated the site and prescribed oral doxycycline and topical ichthammol ointment for 10 days. No symptoms were reported by the patient, and no laboratory testing or diagnostic procedures were performed during the event. The patient completed the prescribed 10-day treatment course and reported improvement in the condition. The patient did not return for follow-up evaluation, stating that she was feeling better after treatment. No photo or other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.